Event description:
It was reported that an alert triggered on the right ventricular (rv) lead for oversensing. It was also reported that the rv lead had high impedances and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) performance data collected from the device was analyzed and revealed that the impedance was high, there was one patient alert for rv pace lead z = 2240 ohms (B)(6) 2011. The weekly pacing measurement log data show various spike increases with maximum rv pace= 1232 to 2544 ohms peak between (B)(6) 2011. There was oversensing with 42 - ventricular non-sustained episodes of st<=210 ms between (B)(6) 2011. There were two ventricular fibrillation episodes <=190 ms average v-cycle on (B)(6) 2008. There was sensing - interference/noise. The ventricular short interval count v-sic=64 counts avg/day, in 6.86 days, between (B)(6) 2011. Evaluation summary: (B)(4) the full lead was returned analyzed and revealed that the distal conductor was fractured. It was noted that the defibrillation conductor was distorted and had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had cosmetic depression, and there was blood in/on the helix/lobe mechanism. The lead appears to have been implanted with a bend in it at the fracture site.